Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir was loosened while in the insulin pump. The customer blood glucose level was 20 mmol/l and 24 mmol/l. It was reported that customer's blood glucose was normal and the level of blood glucose was 7 mmol/l and 8 mmol/l. It was reported that there was a crack on the rim of the insulin pump. The product will not return for the analysis.